Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported tpn leaked form the filter vent while in use on a patient. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.